Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the programmer head was able to interrogate with a known good programmer however it failed its functional vxi tests and therefore the cable was replaced to resolve. (B)(4).

Event description:
It was reported that the programmer would not recognize nor interrogate devices. The radiofrequency programmer head was replaced, which did temporarily resolve the issue but then within two weeks the situation had returned. Both the radiofrequency programmer head and the programmer were returned for service. No patient complications have been reported as a result of this event.